Event description:
It was reported that the patient experienced diaphragmatic stimulation with atrial pacing since implant. The atrial capture threshold was 1.25 v, 0.4 ms. The output was programmed to 2.0 v, 0.4 ms, but the stimulation continued. The patient paced 1% of the time in the atrium. Therefore, the mode was programmed to vdd and the device will remain implanted.